Event description:
Pt was implanted with a matrix construct on (B)(6) 2012. Post operative x-ray showed one screw was not in proper placement. Pt was returned to the operating room on 01/06/2012. The screw was removed and replaced with a hook.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.